Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the clips of the er320 would not feed into the jaw properly. The case was completed by using another instrument. There was no patient consequence.